Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. The UDI was not reported because the part and lot numbers were not reported. Date of implant has been estimated. The device was not returned for evaluation. A review of the electronic lot history record (elhr) was not performed since the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effect of death is listed in rx acculink carotid stent system electronic instructions for use as a known patient effect of the stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature: interim results of the randomized study in carotid artery revascularization: cguard micronet covered stent vs. Acculink: basal, 30d dw MRI and 1y clinical evaluation in 100 randomized patients: the siberia trial.

Event description:
It was reported via a literature article identifying acculink carotid stents that may be related to patient death. Details are listed in the attached report titled, interim results of the randomized study in carotid artery revascularization: cguard micronet covered stent vs. Acculink: basal, 30d dw MRI and 1y clinical evaluation in 100 randomized patients: the siberia trial.